Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels in the 40s-50s mg/dl range. Reportedly, the customer over-estimated how much insulin was needed when addressing an elevated bg level of 350 mg/dl via bolus delivery. Customer consumed glucose tablets or gummy vitamins to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.